Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the atrial setscrew are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 8. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain difficulties to tighten correctly the lead (repeated during analysis). The ventricular setscrew was found completely unscrewed but no damage was observed on it and no difficulties were found to tighten an is-1 lead in the ventricular port. However, it was reported that the difficulties were found at the ventricular level (not at the atrial level). Reportedly, it remains a possible confusion between the ports. It is also possible that the ventricular setscrew was completely unscrewed at the beginning of the procedure, and it was not possible to reinsert the setscrew and to tighten the lead; however, it is less probable because it was reported also that the ventricular setscrew could advance normally after the case had been completed.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The click of the screwdriver was not heard in the ventricular position and was unable to tighten the screw. Another device (same model) was implanted without any issue instead.